Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 3057, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urge incontinence and urge frequency. It was reported that the trial patient fell, hurt their shoulder, and the wires came out. It was unknown if there were any diagnostics/troubleshooting performed or any interventions/actions taken to resolve the issue. Also, it was unknown if any surgical intervention had occurred or were planned. The issue was reported as not resolved at the time of the report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.